Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "jaw on the harmonic shears was melted and separated." The instrument was found to have teflon pad damage. The teflon pad appeared to be slightly melted and was completely dislodged from the clamp arm. The dislodged piece, measuring approximately 0.110" x 0.420" was returned. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the harmonic ace (part# 480275-08/ lot# m90191104-0142) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0260. This is a single use instrument.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the tip on the harmonic ace (ha) was melted and fell inside the patient. The customer used a backup ha to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the customer retrieved all fragments during the same procedure. The instrument was in use for 5 minutes prior to the breakage. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or a video recording of the procedure were available for review.